Manufacturer narrative:
Device was used for treatment, not diagnosis. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: after first case of xrl, it was observed that the product size on some labels (of the peek vbr implants) does not match with the size described in the surgical technique. Deviation had no impact to outcome of surgery, size 3 was used. This is report 1 of 8 for complaint (B)(4).

Event description:
This is 1 of 6 reports for the same event, complaint #(B)(4).

Manufacturer narrative:
Additional narrative: device was received for evaluation. Subject device has been received and is currently in the evaluation process. Investigation is ongoing; no conclusion could be drawn. A review of the device history records has been requested. Correction: this is 1 of 6 reports for this complaint and not 1 of 8 reports. Manufacturer name, city and state corrected from synthes USA, (B)(4).

Manufacturer narrative:
An investigation of the complained packaging showed that the label does not correspond to product specifications. This is an error in the labeling process. A step in the process was not performed correctly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Review of the DHR shows no complaint related anomalies. The packaging requirements and labeling matched all information in the DHR. The validity of this complaint cannot be determined from a DHR review standpoint. This complaint is indeterminate.